Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qyy5, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had pain in the left hip for the ¿first time ever.¿ this was the side where the implantable neurostimulator (ins) was implanted and the issues had started over the last two weeks prior to (B)(6) 2016. The night of (B)(6) 2016, he noticed there was additional pain where the wires came across the left side of his body to the left buttock. There were no falls or traumas reported that could be related to the issue, but there was some slight swelling at the ins site. However, his main concern was the pain. He needed help with turning the device off due to the pain. The device was successfully turned off. The patient later reported there was a malfunction of the device which caused the wires to produce heat, burning the left buttock and hip. The device was turned off and hadn¿t been turned on again. The pain and swelling had been resolved because the device was off. Plans for the removal of the device were underway.

Manufacturer narrative:
Patient code (B)(4) does not apply to this event, (B)(4) applies instead. Product ID: 3889-28, lot# va0qyy5, implanted: (B)(6) 2015, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2018-12-01, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.